Event description:
A valiant stent graft was implanted for the endovascular treatment of a thoracic aortic aneurysm. An endarterectomy was performed prior to implanting the stent graft due to calcified iliac arteries. During the procedure, after the delivery system was removed, the patient¿s blood pressure began to fall. An angiogram revealed the appearance of a small blush in the left external iliac artery, which the physician considered to be a perforation. The physician elected to implant two covered stents in the left iliac artery and the event was resolved. Per the physician, the cause of the vessel perforation was due to the patient anatomy of heavily calcified iliac arteries. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported left external iliac artery perforation occurring during implant could not be determined from the pre-implant films provided. Films during implant and post-implant were not available for review, and the stent graft in-vivo configuration could not be determined from the films provided. A 3-d CT film report noted that the patient had a 5.6cm max diameter taa within the descending thoracic aorta, a 3.8cm ulcer near the level of the lsa, as well as a 5cm diameter infrarenal aaa. The common and external iliac arteries were non-tortuous but extensively calcified bilaterally. The left common iliac artery diameter ranged from 12 ¿ 13 ¿ 10mm along the 45mm length. The left external iliac artery diameter was 8mm and the left access vessel diameter was 7.3mm and calcified. It is likely that the perforation was anatomy related; severely calcified iliac arteries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.